Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period feb-2020 through jan-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge field service engineer (fse) returned to the customer's site and replaced the front end board and observed no errors after replacement. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer's biomed, it was found that the cs100 intra-aortic balloon pump (iabp) had an electrical test error # 52. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found error #52 when switching on the iabp. The transducer was not showing any values. It was suspected that the front end board was defective, so a new board was ordered. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a routine check performed by the customer's biomed, it was found that the cs100 intra-aortic balloon pump (iabp) had an electrical test error # 52. There was no patient involvement, and no adverse event reported.